Event description:
It was reported that during a hysteroscopy biopsy, the healthcare physician was unable to take a sample of tissue or polyps using the instrument. There is no report of injury or unacceptable risks, however the planned procedure could not be completed since there was no back-up device. Later, the patient was referred to another healthcare physician.